Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 400 mg/dl and current blood glucose value was 458 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that he already tried delivering correction boluses multiple times but his blood glucose still was not go down. The customer stated that the insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.